Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00094.

Event description:
Allegedly, head came off stem in post-op period. Revision performed to replace radial head prosthesis.